Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported via senior inbox that insulin shot out during priming and did not drip. It was also reported that customer received no delivery alarms. Customer declined transfer to helpline.